Manufacturer narrative:
Attempt(s) for additional information were unsuccessful. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found.

Event description:
It was reported by the patient's spouse that the patient died while driving. Paramedics arrived on scene and attempted to resuscitate the patient but this was unsuccessful. The caller stated the device was suspected to be related to the death. Follow up revealed the death was classified as "natural" on the death certificate. However, a specific cause was not provided. No additional information is available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the funeral home that the specific cause of death listed on the death certificate was arter iosclerotic heart disease and diabetes.